Event description:
It was reported that the patient underwent a posterior lumbar fusion at l2-l5 to treat a l3 compression fracture. Sometime post-op it was reported that the l2 vertebral collapse and screw loosening were revealed and the patient also complained of lower back pain. A revision surgery was performed approximately 15 months post-op. At the time of removing the hardware it was noticed that ¿motor-evoked potentials were not responding.¿ the surgeon decided not to place screws at l1 and l2 in case cauda equine was damaged and fusion was conducted by using nesplon cable. After awakening, it was confirmed that both legs did not show any paralysis and moved well.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.